Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high out of range shock impedance measurements. The patient was referred to their clinic. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received when the patient contacted boston scientific technical services (ts) and stated that his ICD was interrogated by a new physician and found to have tachycardia therapy programmed off. Ts referred the patient back to their physician and previous clinic to find out why this programming change occurred. Almost two weeks later further information was received that a revision procedure was performed due to continued high out of range shock impedance. The rv lead was surgically abandoned and the ICD was explanted. A new rv lead and ICD were successfully implanted. The patient contacted ts following the procedure and stated that at the replacement procedure the physician showed him calcifications around the tip and coils on the extracted rv lead.